Manufacturer narrative:
Manufacturer's investigation conclusions: the report of driveline separation at the previous repair site could not be confirmed as no images of the separation were provided and there is no product available for investigation. A specific cause for this event could not be conclusively determined through this evaluation. No alarms were associated with the event. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The manufacturer is closing the file on this event.

Event description:
Additional information was reported indicating that a percutaneous lead repair was performed on (B)(6) 2019 with self fusing silicone tape.

Manufacturer narrative:
Approximate age of device: 9 years and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that there was an observed separation of the percutaneous lead which was previously repaired. The account temporarily repaired the site and plans to do a permanent repair. No further information was provided.